Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2022 for a follow-up with non-sustained right ventricular oversensing (nsrvo) alert. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing myopotential oversensing. The device was not reprogrammed. There were no adverse consequences to the patient.